Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2015 for an abutment exchange under general anesthesia. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.